Event description:
Customer states she failed a co2 internal proficiency sample. She asked about possible co2 environmental contamination due to an open dry ice storage container in the lab. She said all the co2 calibrations were out of range high and corrected reports were issued for pt samples with initial low co2 results. Customer provided co2 results for 3 internal proficiency samples and 34 pt samples, starting on (B) (6) 2009. One internal proficiency sample and 2 pt samples were discrepant: pt sample 1, tested (B) (6) 2009, initial result was 16, repeat was 21 mmol per l. Proficient sample b, tested (B) (6) 2009, initial recovered 28, acceptable range for survey is 12-21 mmol per l. Sample was returned (B) (6) 2009 and it gave 16.9 mmol per l. Pt sample 2, tested (B) (6) 2009, initially recovered 19, repeat was 25 mmol per l. Customer stated erroneous pt results were reported, no pts were adversely affected. Customer states she will work with mgmt and facilities operation to request add'l fresh air exchanges to the lab.